Event description:
Caller states that the patient tested 7.3 inr while a comparison lab returned as 5.58 inr. The patient's coumadin was reportedly held, however, no adverse event reported. Requested return of suspect device and replacement was sent.